Event description:
It was reported via a maude report that the patient was admitted to the hospital with lower extremity swelling, and worsening shortness of breath. Ten days later, patient was implanted with a biventricular defibrillator. The post operative diagnosis was chronic systolic heart failure, left bundle branch block, and coronary artery disease. Pacing was seen on telemetry following the procedure. The next day, the patient experienced asystole and was resusitated. "EKG strips showed no pacer spikes for some time." The patient was transferred to intensive care unit. Device interrogation after the resuscitation was done by the manufacturer's representative who stated "the device was functioning properly and that it had not defibrillated the patient." The patient had an elevated potassium of 5.4 - 5.7 and the family requested the patient status be made a do not resusitate. The next day, the patient went into acute respiratory failure and died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem. Without the device serial number, the manufacture date could not be determined.